Manufacturer narrative:
Analysis of the suspect interface (umbilical) cable was completed. Testing found that an open occurred within the continuity testing where a wire was open. The x-ray indicator light would then not illuminate. The medtronic personnel noted that the issue found is unrelated to the reported issue. The testing could not replicate the reported issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the interface (umbilical) cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has been received by the manufacturer for evaluation, however results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system and the imaging system could not establish a connection. Restarting the imaging system twice resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.